Manufacturer narrative:
A siemens global product support (gps) specialist investigated this issue. After evaluation of the instrument data, the gps specialist instructed the customer how to adjust the magnets that attach the panel to create a tight fit. The cause of the left side panel falling onto the operator's leg is a mechanical problem. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The left side panel of the io module on a streamlab core unit unexpectedly fell into the back of the operator's leg. The operator was evaluated by a physician, and the physician diagnosed a hematoma of the foot. There are no known reports of adverse health consequences due to the left side panel falling into the back of the operator's leg.